Event description:
Boston scientific received information that 17 explanted antemortem devices were cleaned and sterilized, donated, and implanted in underprivileged patients. There were three deaths during the follow-up period secondary to myocardial infarction, stroke, and heart failure. There was no evidence or allegation the implanted devices contributed to the deaths. Hematoma formation occurred in one patient. No infections, early battery depletion, or device malfunction were identified during follow-up. Seven of the donated devices had been removed due to donor infection.

Event description:
--

Manufacturer narrative:
This event was reported in the scholarly journal article hasan et al. Safety, efficacy, and performance of implanted recycled cardiac rhythm management (crm) devices in underprivileged patients. Pacing clin electrophysiol. 2011; 34 (6): 653-8. The author was contacted in an attempt to retrieve further information. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information from the study author confirmed none of the deaths reported in the article were due to a device malfunction. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.